Event description:
It was reported a power source alert 07 occurred, indicating an issue with the pump not charging despite attempts with different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.